Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and the patient experienced diaphragmatic stimulation and pacing threshold. A lead revision was performed and a new lead was implanted. This left ventricular (lv) lead was explanted. No adverse patient effects were reported.